Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which adhered inside the air/water nozzle was insufficiently removed, which resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the device nozzle was clogged with foreign object . Due to clogging of nozzle, no air is fed. Due to clogging of nozzle, no water is fed. The reported issue of "poor air/water supply" was reproduced, reported issue was confirmed. The issue was attributed to handling problem, insufficient cleaning issue. Additionally, the following defects were identified during device inspection: the angle wires were stretched. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Adhesive on a-rubber (adhesive connection) has a chip. Adhesive on a-rubber (bending section) has a crack. Adhesive on a-rubber has white-clouded area. Adhesives around objective lens has white-clouded area. Adhesives around lg lens has white-clouded area. Connecting tube has a scratch. C-cover has a dent. Connecting tube has discoloration. Air/water (aw-cylinder) has discoloration. Scratch noted on connecting tube, switch 1, switch 4 with wear, protector of universal cord on control section side, universal cord. The information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility only noted ¿have an idea¿ about when the foreign matter adhered on the device. Did not provided additional information. The possibility that the device was used for the procedure with the foreign material attached to it. The facility stated ¿no¿ . No further information provided. Facility's cds and reprocessing process information has not yet been provided. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "poor air and water supply" . No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .